Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device header and connectors revealed the right ventricular setscrew to be unscrewed, consistent with having occurred during procedure. The device history record was reviewed and ensured all manufacturing inspections passed. Telemetry, impedance, pacing, and hv functions were normal.

Event description:
During initial implant procedure, the set screw in the header of the device would not engage. A new device was selected and implanted to resolve the event. The patient was in stable condition.